Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the stimulation was turned on this past wednesday and it worked good for 3 days or 2.5 days, but then on saturday morning it started acting up. Patient said the device started having a whole bunch of stuff to show up to do and their representative said not to fool with any of that. Patient called their representative on saturday and told them it had worked fine thursday, friday, and then all of a sudden they woke up and turned it on and it didn't work. Patient also mentioned that they had been using the black cord to charge the handset and communicator and thought that was the main problem, but when they tried to use the white cord on saturday, it started showing them all these other things about the serial number and all that and the representative told them to leave it alone until today when they were told to call patient services by a different rep to walk them through getting it straightened out. Patient clarified they were ha ving a communicator pairing issue, but could not remove the communicator from the casing. Patient called back today with a friend present to assist. During the call, agent had friend remove the handset entirely from the casing to expose the communicator serial number and friend confirmed the communicator was charged. Patient commented how they thought the white cord was not working, but upon further review, friend confirmed patient had successfully charged handset and communicator using correct cords. Agent had friend turn on handset and communicator and when friend rebooted handset after being powered off, they reported '4h, authenticator, select device' and other options on handset menu. Agent then had patient connect to the mystim pc application. Patient was able to successfully pair the handset to communicator. The troubleshooting steps that were taken on the call resolved the issue. Pt called back and said the issue is persisting and pt is focused on the handset only charging to 60 percent, but its unclear if they are talking about charge level of handset or the communication process when trying to connect to communicator. Pt said that "2 days ago if I was laying down on my back my leg would start stimulating and last night I didn't feel that sensation and the rep said that the stimulation never goes off". Pt self-admitted that they are not very well versed in technology. Pt says the friend that was there before that called pats is not there now, but might wait until they come back to try again with the equipment. Also advised speaking with hcp/rep. Pat ient representative called back and stated the handset is not working properly since tuesday. Caller noted they had called before and pats helped them pair the communicator to the phone, but they didn't realize the device needed to be recharged. Caller noted the patient brought the equipment to the hospital, and fernando paired the handset to the implant. Caller stated "it's" not keeping a charge now, and if they plug in the black cord to the handset the screen shows a gray circle but no percentage or and sort of activity. Caller was not with the equipment or patient at the time of the call. Agent advised caller to call back with the equipment present. Caller noted the patient has a cochlear implant and has a difficult time comprehending things over the phone related to technology. Case reopened <(>&<)> reassigned to send follow-up repair request. Patient and patient rep called back repeating information from previous call. Caller mentioned the issue was not resolved and that the handset was glitching and still an issue. Caller noted the handset has had so many problems and the patient hasn't been able to work it well; caller added they were advised by the rep to call patient services for help. Caller stated the handset was plugged in to the charger cord but patient could no longer see what percentage charge the handset was at or if it was even charging; caller added when the handset is attached to the charger cord the screen goes black and they cannot see or do anything. Caller reported that they were told by a previous agent on a different call to do a restart but that doesn't help the issue. Caller mentioned that the rep paired the implant to handset when it was at 20% and patient had never used the handset fully charged because of this. Caller asked general questions about equipment; agent reviewed information. Caller requested tracking number; agent reviewed they would email the tracking information as soon as they received it. Agent had caller inspect the charger cord and handset for any visible damage; caller confirmed no damage. Agent attempted to obtain handset serial number but caller could not locate it on the handset about screen. Agent sent a request to repair to replace the handset. Patient called back and repeated previously documented information. Patient called back, confirmed receiving the replacement handset and wanted to walk through connecting to the handset. Patient unlocked controller and controller showed service code 205 permission needed. Agent instructed patient to power on the communicator and enter the code of the communicator into the handset. Patient confirmed seeing the therapy settings on their handset. Agent asked, patient requested the patient manual to be emailed and a physical copy sent to them. Agent emailed the patient manual to patient and ordered a physical copy of the manual. Agent reviewed device function. The troubleshooting steps taken on call resolved the issue.